Event description:
It was reported that the device was in use with patient for infusion of "life-sustaining medication" for treatment of pulmonary arterial hypertension (drug name not provided) when a "high pressure" alarm occurred. The reporter stated the patient switched to back up pump. No adverse effects to patient reported.

Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in used in good condition. A high pressure alarm message was evidenced in the even log after the pump was started. The investigator was unable to replicate the customer reported product problem. The downstream occlusion sensor was replaced as a preventative measure.